Event description:
On (B)(6): customer reports that during an undetermined urology procedure on a male patient, the system fluoro failed. Rad imaging was functioning, so physician completed the procedure using only rad imaging. Customer provided no further patient or procedural info other than to say the patient is fine. No reported injury.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.